Manufacturer narrative:
The evaluation concluded that the device met product and safety specifications.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the camera ar-3210-0030 got very hot during a knee scope and burned the surgeon's hand. The case was completed with a minor delay. He was holding on the grey metal portion of the camera. After the case he revealed a blister on his hand and it was considered to be a second degree burn. No rep was present at the case. It was noted that the doctor performed the rest of his cases that day without additional issues.